Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function, unit will not start, and alarming or red light. The key failure is power switch has no power and no alarm.